Event description:
It was reported that the pump's usb port was damaged, bent, and loose. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump, however a replacement pump was sent to resolve the issue.